Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: on examination, the keypad cover was intact and without damage. Investigation of the keypad buttons functionality was not able to be completed due to an unrelated pump issue. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. Investigation of the alleged issue was not able to be completed because the pump was received in a condition that prevented investigation of keypad button functionality.